Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in is based on the customer's report of "since the month of september and up to december 12". The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An inaccurate reading issue was reported with use of the adc device. As a result, the customer reported having contact with a healthcare professional at the emergency room who provided unspecified treatment. No further details were reported related to this event. There was no report of death or permanent impairment associated with this event.

Event description:
An inaccurate reading issue was reported with use of the adc device. As a result, the customer reported having contact with a healthcare professional at the emergency room who provided unspecified treatment. No further details were reported related to this event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow up report will be submitted. All pertinent information available to abbott diabetes care has been submitted.